Manufacturer narrative:
(B) (4). Eval summary: as returned, the femoral head was returned in an unsealed condition with a hair like substance that is attached to the foam container. With the available information, it cannot be demonstrated with certainty that the source of the hair is the packaging environment. The packaging environment utilized for this product is a class 100,000 clean room that undergoes continuous monitoring. There is a very minuscule, but constant risk of foreign material in sterile cavities from the operators. A review of complaints for hair in sterile implants was conducted previously and indicated that there is less than one complaint per million sterile units shipped by zimmer (B) (4) in 5 years. The related manufacturing lot was fully distributed without any further reports of the kind. The complaint was reviewed with the employees of the related packaging area for better awareness. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the package was opened up and contained a hair on the device. It did not come into contact with the patient and another device was implanted.